Manufacturer narrative:
The customer performed troubleshooting on their au680 chemistry analyzer prior to the visit from the beckman coulter field service engineer. The customer reported that they replaced the sodium electrode, potassium electrode, and the chloride electrode which resolved the issue. Due to multiple hardware replacements, a specific part cannot be identified as the sole contributor of this event. A failure of one, or more of the replaced components, or a combination thereof is the likely cause of this event. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous sodium (na) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data, or demographics.